Event description:
The customer stated that insulin leaked past the reservoir o-rings, and into the reservoir compartment. The customer also reported a blood glucose of 275 mg/dl. The customer stated that he has four to five reservoirs from the same lot. Advised the customer that the reservoirs would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.